Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and condition was confirmed. The pre-repair diagnostic assessment noted "won't hold cutter." If additional information becomes available a supplemental report will be submitted. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "can not secure cutter". The device was used during a surgical procedure. No patient injury or medical intervention occurred. There was no additional information provided.